Event description:
It was reported that the patient underwent a fusion procedure at l4 to s1 using rhbmp-2/acs on (B)(6) 2006. Patient's post-operative period was marked by severe pain in his lower back. Patient also suffered from significant arthralgia in his upper and lower extremities. Patient underwent an MRI on (B)(6) 2013, which revealed moderate to severe left-sided neural foraminal narrowing at the level of the surgery. Currently, patient has severe lower back pain, as well as pain in his upper and lower extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent the following procedure: 1. Left l4-l5 and l5-s1 transpedicular decompression with complete facetectomy, 2. L4-l5 and l5-s1 transforaminal lumbar interbody fusion with morcellized autograft and structural cage, 3. Right iliac crest bone marrow aspirate, 4. L4, l5 and s1 posterior segmental instrumentation and posterolateral fusion using morcellized autograft, morcellized allograft, bone marrow aspirate and bmp to treat the following pre-op diagnosis: 1. Degenerative disc disease l4-5 and l5-s1, 2. Left sided herniated disc at l4-5 and l5-s1, 3. Discogenic back pain at l4-5 and l5-s1, 4. Lumbar instability l4-5 and l5-s, 5. Severe neural foraminal stenosis left l4-5 and l5-s1. Op notes: a leksell rogneur was used to remove the facet joints at l4-l5 and l5-s1 bilaterally. Then using ap fluoroscopy the pedicle was identified using a high speed cutting bur followed by a pedicle finder, followed by a 6.5 mm tap at l4-s1 and 5.5mm tap at l5 followed by 7.5 screws at l4 and s1 and 6.5 mm screws at l5 bilaterally. With the adequate placement of instrumentation using ap and lateral fluoroscopy once it was confirmed then a left transpedicular decompression was performed using a leksell ronguer 2 and 3 kerrision punches and a high speed cutting bur the complete facetectomy and transpedicular decompression of the l4 nerve root was then performed on the left side. A 14mm x 33mm cage filled with morcellized autograft was then placed into the l4-5 disc space via the left transforaminal route. Once the cage was seated within the midline and ventrally, gel-foam and thrombin was then placed over the area of the laminotomy in order to obtain hemostasis. Once the disc was completely removed, the end plates were prepared using rasps and up going curettes. Morcellized autograft was placed in the disc space ventrally and laterally. A 14 mm x 22 mm cage filled with morcellized autograft was then placed into the l5-s1 disc space from the left foramen. Once the adequate placement of the cages had been performed, two rods were bent in a lordortic position and fit over the pedicle screws. Set screws were then tightened down. A small amount of compression was performed at l4-5 and l5-s1 bilaterally. The setscrews were then torqued down to the appropriate strength. The transverse processes at l4-5 and the l5-s1 bilaterally. The setscrews were then torqued down to the appropriate strength. The transverse processes at l4-5 and the sacralia at s1 bilaterally were decorticated. Morcellized autograft, morcellized allograft and bone marrow aspirate o btained from the right iliac crest using a jamshidi needle and bmp was placed in the posterolateral gutters for fusion. After the fusion had been performed, the l4, l5 and s1 nerves were then checked again on the left side and found to be completely free of compression. The patient awoke from general anesthesia in stable, neurologic hemodynamically condition.